Manufacturer narrative:
The illuminator was returned to isi for failure analysis investigation. The reported failure was reproduced during in-house testing. The illuminator was installed in a test system and upon start up, the illuminator failed to power up. There was no power from the illuminator unit. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, the illuminator would not turn on from the touchscreen or the camera head. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site. The customer used an alternate light source and was able to successfully complete the procedure robotically. There was no report of patient harm, adverse outcome or injury. An intuitive surgical, inc. (Isi) technical support engineer (tse) was dispatched to the facility and was able to reproduce the reported failure. Furthermore, the tse reviewed the system logs and found errors indicating a communication issue with the illuminator. To resolve the issue, the tse replaced the illuminator.